Event description:
It was reported to philips that the device was not sending oxygen. The device was not in use at the time of the event. This issue was found during testing of the device. There was no report of patient or user harm. The customer requested that a philips authorized service personnel (asp) be dispatched to the customer site for additional assistance. The asp restarted the device and completed testing. The asp did not duplicate the reported issue and confirmed the device was fully functional. No replacement parts were required and the device passed testing.